Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional supera device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to a lesion with mild calcification between the popliteal and superficial femoral artery (sfa). The supera peripheral stent system was advanced over the sparta core guide wire without issue and the stent was deployed successfully. During removal of the supera, the device became stuck with the guide wire and could not be removed. Therefore, both devices had to be removed as one single unit. A new command guide was advanced, and a second stent was deployed without complications. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported difficulty to remove was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove appear to be related to operation circumstances of the procedure. It is likely that during removal of the supera delivery system post stent deployment, the clearance between the guide wire lumen of the supera and outer surface of the guide wire became damaged and reduced due to anatomical conditions causing the distal sheath of the supera to become kinked/smashed as noted on the returned unit resulting in the devices becoming frozen together and the difficulty to remove. The noted kinks and bends on the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.